Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the removal of the kidney segment on a laparoscopic partial nephrectomy, the retrieval bag tore. The specimen fell into the patient and was retrieved using another device. There was no patient injury.